Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated 15 ventricular non-sustained tachycardia episodes of less than or equal to 190 ms occurred on (B)(6) 2013. 3 ventricular fibrillation (vf) episodes of less than or equal to 200 ms average v-cycle occurred between (B)(6) 2012 and (B)(6) 2013. 1 patient alert for lead failure predictor occurred on (B)(6) 2013. Ventricular short interval count v-sic of 89 counts occurred in 2.91 days between (b)(4 2013 and (B)(4) 2013. Product ID 5076-52 implantable pacing lead implanted: 2012 (B)(6); product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(6); product ID 419678 implantable pacing lead implanted 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there was an alert and inappropriate shocks were delivered. During interrogation, the right ventricular (rv) lead was showing noise and had an apparent fracture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.